Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used probe was visually inspected, and no obvious defects were found. The radio frequency identification (rfid) connectors were engaged to the console software. Both rfid connectors did not light. The rfid connectors were tested using the rfid pneumatic reader. 0 results showed in all blocks from the rfid connector data. Due to the failure of the writing to the rfid boards in the connectors, the console recognized the probe in the default setting of 23guage (ga) 2500 cut rate. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error during production, the probe rfid tag was not programmed. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported probe could not cut during vitrectomy surgery. The aspiration was normal. The surgery was completed after changing to a new one. There was no patient impact.